Manufacturer narrative:
Other text: one device was returned for investigation. Upon physical inspection, it was found that there was not enough solvent in the joint between the cuff and the tube. Root cause analysis traced the issue to manufacturing. Quality personnel were notified of this issue. DHR review could not be provided as lot number was not provided.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical trach tube had a leakage in the cuff. There was no patient injury nor reported adverse events.